Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level of 35 mg/dl. The customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The customer's blood glucose was below 70 mg/dl at the time of the call. The customer was treated for the low blood glucose with juice and cookies. The customer stated on (B)(6) 2017 he had a low blood glucose of 35 mg/dl and stated it continued to be low all week. The customer stated he was running low so he did not use the insulin pump and he had dinner with clients by 10 pm he had dinner he felt stable and fine. This morning he did not use the pump had a big breakfast and elevated his blood glucose 285 mg/dl and for that he did bolus of 8.5 units of insulin. Found the customer overcorrect bolus. Based on the trouble shooting the customer was advised the insulin pump is fine and just monitor his blood glucose. The customer was advised contact his health care professional to go over his insulin pump settings; advised the basal rates may need to be reprogrammed since every morning he is low. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.